Manufacturer narrative:
The conclusion code was originally incorrectly reported as cause not established, but has now been changed to cause trace to component failure.

Event description:
It was reported that the steer mechanism is difficult to engage/disengage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the steer mechanism is difficult to engage/disengage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.